Event description:
It was reported that a revision surgery was done on the patient. Reason for revision - pt slipped at work resulting in instability. At revision, insert exchanged for a journey bcs revision insert. At time of removal, unusual wear patten noticed and commented on by surgeon. Patient fit and healthy.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis of the journ art ins bcs std 3-4 rt10 revealed the wear on the articular surface was likely due to normal articulation between the insert and femoral component. Burnishing was observed on the inferior surface of the insert. No discernible damage or material deformation was present on the insert post. No material or manufacturing deviations were observed during this investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.